Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has a main board issue. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative(fsr) evaluated the device onsite and found that the led indicator lights, including the ac led indication, were not lighted. Vent was opened, and the main board and turbine were missing. Orders was made for a replacement of main board and turbine.